Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that inspection failed due to the locking mechanism of the connector was defective and the pins were bent and could not be connected properly. The cause of the defective locking mechanism could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during procedure, the visera pro video system center was not latching/locking. Upon inspection of the customer¿s returned device it was observed, the device failed inspection due to a loose scope socket connector locking tab. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, bent pins were noted inside the connector, the receptacle board was recommended to be replaced, software upgrade was recommended, cosmetic wear and tear was noted, and scratches were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.